Manufacturer narrative:
Model number/catalog number: 72404131. Serial number: n/a. Batch/lot number: unknown. Model/catalog description: belt cuff fgs 4.5 cm iz. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100398201. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). Detailed product information for the cuff component was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The balloon was visually inspected and leaked tested. During visual inspection, the balloon was found to be leaking and exhibited a non-spherical shape. The balloon kink resistant tubing (krt) showed a hole consistent with damage from a sharp instrument, along with visible tool marks. Additional examination confirmed a hole caused by sharp instrument/tool damage located at the junction between the shell and the adaptor. Leakage testing further verified that the balloon showed a tear resulting from this sharp instrument damage. Functional testing for the balloon could not be performed due to the leak from sharp instrument damage was identified. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The device instructions for use (IFU) was reviewed. The reported patient symptom of urinary incontinence was found to be listed in the IFU. A risk review was completed and confirmed that the event of urinary incontinence fluid leak, hole/perforate and mechanical issue were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available and the results of the analysis, the reported clinical observations of a mechanical issue and a hole/perforation could not be confirmed. Therefore, the conclusion codes of unable to exclude device problem and known inherent risk of device were assigned to this investigation.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) was not functioning properly and the patient experienced recurrent urinary incontinence. A surgical procedure was performed, during which a fluid leak in the balloon was identified due to a hole. The aus was replaced, and no additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for cuff is (B)(4). Detailed product information for the cuff component was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) was not functioning properly and the patient experienced recurrent urinary incontinence. A surgical procedure was performed, during which a fluid leak in the balloon was identified due to a hole. The aus was replaced, and no additional patient complications were reported.